Manufacturer narrative:
The data log files for the subject event were not made available, therefore no investigation was performed.

Event description:
It was reported that a communication failure occured due to the force sensor cable being pinched, during a device maintenance.